Manufacturer narrative:
E1. Initial reporter addr (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® pst¿ tubes with lh (lithium heparin), an unspecified number of tubes have gel on the side instead of the bottom. There was no health impact or consequences reported.

Event description:
It was reported while using bd microtainer® pst¿ tubes with lh (lithium heparin), an unspecified number of tubes have gel on the side instead of the bottom. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-sep-2024. Investigation summary: bd received 1sample for investigation. The sample was visually inspected and the indicated failure mode of gel smearing was observed. Additionally, 50 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.